Event description:
It was reported that during an arthroscopic shoulder decompression procedure the physician (B)(6) was utilizing a starvac 90 icw. Intra-operative before any removal of tissue, the physician attempted to use the suction, however, the suction was blocked and the wand did not respond to back flushing. An add'l arthrowand was retrieved to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
Add'l MFR narrative: the pt identifier, age, weight and gender were not available.